Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported an aspiration and cutting failure with the probe during surgery. The probe was switched out and the case was completed with no further incidents. There was no pt harm reported.